Manufacturer narrative:
This report is submitted on may 26, 2022.

Event description:
Per the clinic, the patient experienced skin infection at abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. The patient underwent a skin revision (specific date not reported) in order to remove the abutment.